Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® aaa endoprosthesis plc201400 were implanted. On (B)(6) 2020, the patient reported a cold right leg. It was reported that thrombus was present in the plc201400. A gore® excluder® aaa endoprosthesis pll161207 was implanted and ballooned, which resolved the issue. The patient tolerated the procedure.